Event description:
It was reported that during a heavily calcified, mid right coronary artery procedure, during advancement the proximal shaft of a 3.5 x 33mm xience pro stent delivery system separated into two pieces. The separation was outside the anatomy so it was easily removed. Another non-specified stent was used to successfully complete the case. There were no adverse patient effects or a clinically significant delay reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The xience pro ll is currently not commercially available in the us.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The separation was able to be confirmed. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.